Event description:
A report was received that the pt is experiencing discomfort at the ipg site and difficulty charging. The physician repositioned the pt's ipg site.

Manufacturer narrative:
This is the final report.